Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on. Even with a new, fully charged battery installed, the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed further testing of the device and was no longer able to verify or duplicate the reported power issue. Normal functionality of the device was observed and the cause of the reported and initially observed power issue could not be determined.